Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had unexpected restart. Customer¿s blood glucose was unknown at the time of incident. Customer stated that they were able to rewind the insulin pump and able to clear the alarm. Customer stated that displacement testy was passed. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. The insulin pump will not be returned for analysis.